Event description:
The user reported air in the tubing of the kit during use leading to three separate cases of pneumothorax. No specific info has been provided by the user. No harm or injury reported. This is one of three reports for this complaint: 1125782-2012-00003 - this report, 1125782-2012-00004, 1125782-2012-00005.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The user did not indicate if this was the initial use of the device. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation has been completed. Evaluation: method: process evaluation.